Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient encountered access site bleeding, noted by the oozing, as a result, two sutures were placed and the site was reclosed. The patient is stable and the procedure outcome was successful.